Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported when the facility went to use the abs-10063 angel cprp processing set there was a fault in the tubing and blood started bubbling out. Additional information received on 7/9/2020: the incident occurred during an in-clinic prp injection. A second kit of the same lot number was brought in and used to complete the injection. The rep reported blood/fluid did leak outside of the tubing, and was handled by surgical staff with gloves on. The affected surfaces were cleaned with alcohol wipes. An arthrex representative was not present during the procedure.